Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that flow issues occurred during use with a tube ccfdna plh 16x100 10.0 plbl pwhttub. The following information was provided by the initial reporter, "our customer report that their patient`s blood flow was very slow while using cat# 768115 paxgene blood ccfdna tube lot#8204636, however, blood flow turned back to normal when they change to another tube with the same lot and for the same patient."

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for slow blood flow with the incident lot was not observed. It was observed that the date of the event was (B)(6) 2019, whereas the expiry date of the lot number involved was 31st august 2019. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that flow issues occurred during use with a tube ccfdna plh 16x100 10.0 plbl pwhttub. The following information was provided by the initial reporter, "our customer report that their patient`s blood flow was very slow while using cat# 768115 paxgene blood ccfdna tube lot#8204636, however, blood flow turned back to normal when they change to another tube with the same lot and for the same patient."